Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: in the laboratory of drug preparation, during aspiration of cyramza and endoxan the drugs passed through the first seal ring. No drug leakage occurred as the second ring stopped the leak.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-02. H6: investigation summary: three sealed samples and two photos were provided to our quality team for investigation. Upon reviewing the photos, a leakage past the stopper can be observed in both syringes. The returned product was visually inspected, no defects or damage was noted on any of the samples or components. A device history review was performed for the reported lot 2007124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned samples underwent these tests and in all cases the product met required specification, no leakages were observed. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: in the laboratory of drug preparation, during aspiration of cyramza and endoxan the drugs passed through the first seal ring. No drug leakage occurred as the second ring stopped the leak.